Event description:
Customer reported an advantage system blood glucose result of 300 mg/dl, 130 mg/dl within 10 minutes of a professional system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Strips not available for return, replacement system sent.